Manufacturer narrative:
(B)(4).

Event description:
Customer states during insertion the catheter sheared. The line was removed and the patient was not harmed.

Event description:
Customer states during insertion the catheter sheared. The line was removed and the patient was not harmed.

Manufacturer narrative:
(B)(4). The customer returned one endurance catheter assembly for evaluation. The catheter assembly was returned separated from the guide wire/needle assembly. Visual examination revealed the catheter tip was torn and separated; the other portion of the catheter was not returned. The point of separation appeared smooth, indicating contact with a sharp object likely caused the tear. The remaining portion of the catheter body measured 50 mm. The catheter graphic illustrates that the catheter length should be 85mm, meaning that 35mm of the catheter was detached and not returned. The outer and diameter of the catheter were measured and were found to be within specification. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "prior to insertion, distal tip of catheter must be fully retracted past needle bevel or catheter tip damage may occur". The report of the catheter separation was confirmed by complaint investigation. The point of separation on the catheter appeared smooth. This indicates that contact with a sharp object caused the separation (i.e. Needle bevel). A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the received sample, it was determined that operational context caused contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.